Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported 'shuts off' which were verified through a review of the event history log by the multiple presence of 'improper shutdown!' Messages but it was not reproduced during evaluation. The 'improper shutdown!' Message in the log occurred when all power to the pump was lost. The history log cannot be used to determine if power was manually disconnected. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was shutting off, the symptom was discovered before clinical use. There was no patient involvement. No additional information is available.